Manufacturer narrative:
Sent a service provider to evaluate unit for damage. Instructed operator that they must drive slower and be more alert when riding on non-paved surfaces.

Event description:
End user states that she was riding her scooter and did not see a rock in her path. When she hit the rock it threw her into a wall and further states was thrown from the scooter. Consumer went to the hospital, x-rays taken and she suffered an injury to the left leg.